Event description:
Per the clinic, the recipient experienced chronic skin issues at the implant site characterized by the presence of skin lesion (bleb). As a result, the patient underwent a revision procedure (specific date not reported) to evacuate fluid accumulation from the affected area. Despite this intervention and due to device non-use, the device was subsequently explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.